Event description:
Adverse event(s): "vision is just blurred at distance and near" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported having blurred vision at distance and near following bilateral intraocular lens (iol) implant surgeries two years ago. He reported that his glasses "do not really make a difference". The patient stated that his surgeon and "another eye doctor" examined him and was told "the implants are well in place". In a follow-up, the surgical coordinator for the implanting surgeon reported that the patient was referred to a retinal specialist in 2008 and was diagnosed with vitreous opacities. She stated that a vitrectomy with iol exchange was recommended by the surgeons, but the patient has declined any further secondary procedures; and that they will continue to follow the patient as needed. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/12/2010 and 04/14/2010 by phone, fax and mail. A completed questionnaire was received on 04/23/2010. (B) (4). (B) (4)